Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due a product performance issue nine days post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information was received that this ra lead dislodged after initial placement in the atrium. Several attempts were made to reposition the lead, however, difficulty was encountered with extending and retracting the helix after 20-50 turns. Once the lead was removed from the body, the helix was noted to fully extend, however, would not retract again.